Manufacturer narrative:
The reported device was manufactured and distributed by (B)(6), (B)(4) purchased certain assets of (B)(6) on (B)(6) 2014. Stryker became legal manufacturer of this product on (B)(6) 2015 and has taken the responsibility for medical device reporting. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During primary total ankle surgery one of the instrument broke.

Manufacturer narrative:
Referring to the product inquiry the drill tip fixation pin star ankle 2.4mm x 80mm is the only reported device and thus considered the primary product. A review of the device history was not possible since the lot code of the reported product is unknown. The received drill tip fixation pin shows traces of intense use identified by the general appearance of the lateral surface which is covered by significant circumferential scratches. In addition, signs of seizing / fretting corrosion are visible. The shaft is completely broken approximately 54 mm from the tip. In the breakage area the shaft diameter is considerably decreased. The damage pattern shows the typical appearance of a cup-cone breakage. Both portions are plastically deformed over the whole diameter; the cross-sections are substantially constricted in the breakage area. The damage patterns indicate that the pin was drawn (screwed) under high tension force whilst the tip portion inside the talar cut guide was fused / cold-welded due to malalignment during insertion. The sales rep stated that ¿the 2.4mm (80mm) pin broke during removal from a cut guide¿. Among others the manual ¿star¿ total ankle replacement operative technique¿ instructs under ¿step 5 / talar prep & resection¿: ¿note: ensure the pins are properly aligned, and use a mallet to begin placement of the pins to ensure proper orientation and alignment. Improper alignment may cause the pins to bind in the holes of the talar cut guide.¿ [refer to ¿excerpt from star¿ total ankle replacement operative technique¿ on page 5 of this report.] Malfunction is usually found during functional check which is required per the IFU. In case of any deviation it is realized prior to use. Timely functional check ensures that spare parts can be supplied within appropriate time. Pre-supposing that the drill tip fixation pin was examined prior to surgery as required per IFU it can be concluded that the significant circumferential scratches and signs of seizing / fretting corrosion presented occurred during intra-operative procedure. Based on the above observations the root cause of the reported event is not linked to a deficiency of the device, but is rather considered user related. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
During primary total ankle surgery one of the instrument broke.